Manufacturer narrative:
The reported events of a sensing problem and inadequate capture were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During the initial implant procedure, low sensing and high capture threshold were observed on the right atrial (ra) lead. Repositioning was attempted, however, acceptable measurements could not be established. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.